Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: --received information as following from sales rep, please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. Surgical treatment was carried out. During the surgery, after opening a bag of suture, it was found that the problem of the suture pulling off the needle had happened. A new suture was immediately replaced. After the surgeon sewed one stitch, the problem of the suture pulling off the needle happened. Following the doctor's advice, other suture was given to continue suturing the wound, and the surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.